Event description:
On (B)(6) 2012, patient reported he had experienced a "hyperglycemic episode" 3-4 days ago. He tested negative for ketone bodies and was able to decrease his blood glucose by delivering a bolus via the infusion device. His blood glucose elevated to 400 mg/dl during the night on (B)(6) 2012, and he delivered a correction bolus and fell asleep and does not remember his blood glucose after the bolus was delivered. He believes it was above 250 mg/dl. No alert or error messages were displayed on the infusion device. Patient has experienced some lifestyle changes due to his studies and work. On the day of the report, patient's blood glucose was 400 mg/dl at 8:15. He delivered a 10 unit bolus although 11.2 units were recommended. Blood glucose was 250 mg/dl at 10:30 and 366 mg/dl at 11:00. Patient tested positive for ketone bodies and delivered a 7 unit bolus. The infusion device was primed, and insulin flowed correctly. Patient was sent to the emergency room and was hospitalized for 4 days. He was treated with intravenous insulin, and it was recommended that he have hydration and rest. The infusion device was requested for evaluation, and no further information was provided.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.